Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, increased capture threshold which resulted in loss of capture was observed on the left ventricular (lv) lead. An x-ray was performed and no anomalies were noted. The physician reprogrammed the device, however intermittent capture continued. Technical support was contacted for reprogramming recommendations. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Additional information: b5.